Event description:
The customer reported they were unable to power up the device.

Manufacturer narrative:
The customer reported they were unable to power up the device. Philips evaluated the device and verified the malfunction. Replacement of the power pca resolved the symptom.